Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked case near the display window corner, cracked reservoir tube lip, cracked battery tube threads, a stained end cap sticker and minor scratches on the display window.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the insulin pump was unresponsive. Customer's blood glucose level at the time 301mg/dl. It was reported that the customer administered a manual injection. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.